Event description:
It was reported that the USB port pins were damaged, which affected ability to charge pump and led to low power alerts and shutdown alarms, although pump had not fully shut down. There was no adverse impact to the customer¿s blood glucose level. Customer used multiple daily injections as backup insulin therapy, was provided replacement pump under warranty, was instructed to let damaged pump battery fully deplete before return, to enter pump settings and reconnect continuous glucose monitor on replacement pump, and to send problematic pump back using pre-paid label within 10 days, which customer understood and acknowledged.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown / Unknown.